Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the connector parts to be out of alignment due to strain relief.

Event description:
The manufacturer representative (rep) reported that the implantable pulse generator (ipg) would not accept the lead. This occurred during a procedure. The lead would not go into the header of the ipg. The health care professional (hcp) was trying to insert the lead and could not. They tried to adjust the set screw and twist the lead in but it would not go. The device was never implanted and no surgical intervention occurred. The issue was resolved at the time of the report. The indication-for-use (IFU) was unknown. If additional information is received, a follow-up report will be sent.